Manufacturer narrative:
The device was not returned for evaluation and the inserter involved in this event was not identified. The device history record (DHR) review did not find any anomalies or non-conformities associated with this event. Based on the available information, the exact root cause could not be conclusively determined.

Event description:
It was reported that a lens was implanted. However due to a crack in the trailing haptic upon insertion, it was removed and replaced with a different lens intra-operatively. The incision wasn't enlarged, but 10.0 nylon sutures were required. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been requested but not received. The device was returned for evaluation. Visual inspection found that one haptic and a large section of the optic have been cut or torn off and are missing. The remainder of the lens has been cut into two pieces. The haptic is attached, but is torn at the optic area. The delivery device was not returned and/or identified and it is not known if a validated inserter was used. Based on the available information, the most probable root cause of this event is operational context.